Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact update the entry in d6b: explant date.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.